Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 440 mg/dl. It was reported that the customer's infusion set had blood at site that caused high blood glucose. The customer was treated with insulin and saline drip. The customer was wearing the insulin pump during the hospitalization. Customer also reported to have received a motor error alarm and unable to complete troubleshooting due to insulin pump was not available. The insulin pump will be replaced and is expected to return for analysis.